Event description:
The following was reported by the user facility: during treatment the machine alarmed and an internal blood leak was identified. Specifically, blood was seen in the venous area near the cap. No damage was identified or other leaks. Blood test strips were used (with positive results for blood) even though the machine had alarmed. Patient was estimated to lose 300 cc of blood; however, the patient had no adverse effects due to leak complications. A blood transfusion was not required. Blood flow rate - 400; dialysate flow rate - 600. It is unknown if the sample is available at this time.

Manufacturer narrative:
Investigation is on-going. A supplemental report will be submitted at the conclusion of the investigation.